Event description:
It was reported that the catheter was placed correctly into the right jugular vein. The catheter was in use for two days when the ward noticed the insertion site was wet. The user assumed a catheter leak. In an attempt to confirm this assumption, the user applied a bolus of saline solution into the distal lumen of the catheter. The solution back flowed through the medial lumen. As a result, the catheter was removed and a new catheter was placed without event. There were no patient complications reported.

Manufacturer narrative:
Follow up report will be filed if add'l info becomes available.